Manufacturer narrative:
(B)(4). Company 3m received 3500a report # 500770000-2016-8029 from facility. Packing and instructions for use were reviewed . Packing label states: warning! Extremely flammable caution, see instructions for use. Instructions for use state the following...... Warning: cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use....... Instructions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site....

Event description:
Customer reported cavilon no sting barrier film was applied to a patient's abdomen in the operating room (o.r.) During a wound vac procedure. The md reportedly used a cautery shortly after the cavilon no sting barrier film was applied. A flash flame occurred and the md and surgical nurse reportedly extinguished the flame in less than 10 seconds. The patient was assessed and did not sustain any injury. The md sustained a first degree burn to his left ring finger and no treatment was required for his injury. The scrub nurse reportedly sustained 2nd and 3rd degree burns to her arm. The reporter did not have information regarding treatment for the scrub nurse.